Event description:
It was reported that using a femoral artery access approach during a procedure of the ectatic, heavily calcified, de novo, 90% stenosed, mid left anterior descending (lad) artery multiple pre-dilatation inflations were completed using a 2.5 x 12 mm trek balloon dilatation catheter (bdc). The 3.0 x 23 mm xience prime stent delivery system (sds) was advanced but could not cross the lesion. The device was removed from the anatomy without issue. Additional pre-dilatation was performed using a 3.0 x 15 mm trek bdc but the balloon ruptured at 17 atmosphere (atm). A 3.0 x 12 mm non-abbott bdc was used at 15 atm and 16 atm without issue. A 3.0 x 9 mm non-abbott stent was delivered and post-dilated with a 3.5 x 12 mm non-abbott bdc. A 3.5 x 15 mm xience prime sds was attempted to be delivered proximal to the 3.0 x 9 mm non-abbott stent but it could not be delivered; after removal the stent struts were observed to be lifted. Additional pre-dilatation was performed and a 3.5 x 15 mm xience prime sds was delivered, deployed, and post-dilatated. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - inflation above rated burst pressure (rbp). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformance that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). Use of a pressure-monitoring device is recommended to prevent over-pressurization. Based on the information reviewed, there is no indication of a product deficiency.